Event description:
It was reported a device related thrombus occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). During a routine follow up examination forty five (45) days post implant procedure in (B)(6) 2023, a thrombus was identified via transesophageal echocardiogram (tee) on the closure device. It was reported the patient was non compliant with the post implant medication regime. The patient was instructed to discontinue dual antiplatelet therapy and begin apixaban and aspirin in response to the thrombus. The patient was discharged and additional follow up tee will take place in four (4) to six (6) weeks.

Event description:
It was reported a device related thrombus occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). During a routine follow up examination forty five (45) days post implant procedure in (B)(6) 2023, a thrombus was identified via transesophageal echocardiogram (tee) on the closure device. It was reported the patient was non compliant with the post implant medication regime. The patient was instructed to discontinue dual antiplatelet therapy and begin apixaban and aspirin in response to the thrombus. The patient was discharged and additional follow up tee will take place in four (4) to six (6) weeks. It was further reported the mobile thrombus was located on the closure device protruding to the mitral ridge and the closure device shifted from the original implant position.

Manufacturer narrative:
B5 event description updated b7 other relevant history updated.